Event description:
Clinical study. It was reported that 1482 days after a coronary artery stenting procedure the pt experienced restenosis and required a target vessel reintervention (tvr). The target lesion was located in the mid right coronary artery (mid rca) with 95% stenosis and was 18mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilatation and successful placement of a 3.0 x 24mm taxus liberte study stent with 0% residual stenosis. The pt was discharged the next day on protocol doses of aspirin and clopidogrel. At 1482 days after the index procedure, the pt was admitted to the hospital after experiencing severe substernal chest pain, radiating to the back; associated with shortness of breath and sweating. Symptoms occurred on exertion and had been occurring off and on for a week. Per the 3 year follow-up report, the pt was taking aspirin continuously. Treatment consisted of balloon angioplasty and placement of a non bsc stent in the distal rca. Residual stenosis was 0%. The pt was discharged the next day on continued aspirin and clopidogrel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.